Event description:
Device report 1 of 3: reference MFR report: 1627487-2012-09124. Reference MFR report: 1627487-2012-09125. The patient received the scs system including four wide spaced leads (two of the four are same model and from the same lot. The remaining two are a different model lead with two different lot numbers). It has been reported the pt went under a surgical intervention for a lead revision of her left surpa-orbital lead as it was protruding. The pt reported effective stimulation post-revision. No further pt complications have been reported.

Manufacturer narrative:
(B)(4) has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.